Event description:
Prior to administration of a medication, the needle was twisting off the vial. Would not securely fit with the syringe. Tried this with another needle from same lot and it did the same thing. The staff then got different size needle which fit into the syringe and the medication was administered.